Event description:
The facility's clinical engineer reported an infusion pump with an 810:11 faillure code. The device was received by the clinical engineer with no additional information and there was no report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not the device was in use on a patient when the failure occurred was not available and no additional contact information was provided.